Event description:
It was reported the implant flipped approximately eight (8) months after implantation. Subsequently, the patient underwent a revision surgery where the implant was not explanted and two (2) implants were implanted into the patient.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00078-1. 0001032347-2023-00152. D10: medical products: item#: 78-6145, pectus blu prbnt ti bar 14.5in; lot#: unknown. Item#: 78-6145, pectus blu prbnt ti bar 14.5in; lot#: unknown. H6: device was not revised, but repositioned and additional bars added. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a pectus bar flipped approximately eight months after implantation. A revision was performed and the bar was removed and replaced with two bars. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products - zimmer biomet unkown pectus bar catalog #: unknown lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00078.